Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02198. It was reported that one of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.